Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 51 to 58 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 77 mg/dl. Customer reported that they tried to calibrate at current blood glucose value. Customer reported that they treated low blood glucose level but did not mentioned. The insulin pump will not be returned for analysis.